Event description:
It was reported by service report that the headboard was broken and there were exposed sharp edges that could cause lacerations/cuts. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: headboard.